Event description:
It was reported that the patient was not dependent on the device for normal function and was asymptomatic. It was noted that the patient presented at the emergency room following a transmission that showed non sustained right ventricular oversensing on secure sense which appeared as intermittent loss of ventricular capture due to pacing and sensed beats. Inconsistent capture thresholds were observed during testing but eventually found to be more consistent when reprogrammed. The patient was to continue being monitored. The patient was stable.

Event description:
New information received notes intermittent capture was observed on the right ventricular lead. It is unknown if this was in reference to a re-occurrence or to the original event.

Event description:
New information received notes programming changes were made. The patient was subsequently scheduled for an extraction due to increased capture thresholds on the right ventricular (rv) lead. During the extraction, there was significant stenosis of the patient's arteries and the physician was unable to advance laser or extraction tools to the lead. It was noted that this patient had had previous difficulty extracting a lead in 2001. The rv lead was capped (B)(6) 2023 and replaced. The patient was stable.